Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The low reservoir and empty reservoir alarm features working properly. Insulin pump was unable to download insulin pump to carelink due to alarms at the alarm history file. Insulin pump alarmed due to a corrupted history file. Insulin pump received with cracked case at display window corners and received with minor scratches on lcd window.

Event description:
It was reported that the customer's insulin pump history showed no delivery, low reservoir, and empty reservoir alarms. It was not possible to troubleshoot these alarms as they had occurred in the past. Nothing further reported.